Event description:
It was reported that fluid was leaking out of the port site when the pump was on. The device was used on an "incomplete spinal home patient intrathecally". Patient injury has been reported. The details provided include: the device was used in a trial to see if the pump was viable for adequate pain relief. Drugs changed several times over a few months. Bupivacaine now works well. Patient had a toe infection and drugs were stopped through the port for approximately 2 weeks. When restarted cerebrospinal fluid (csf) was able to be aspirated via the port but when pump on 'clear liquid' dripped/drained out of port site. Patient reported this to the staff and the staff also witnessed this. It is unclear if the catheter has split or not. Pain relief reported as still "effectual". The event was reported as ongoing. The patient's symptoms "persisting at this stage as patient states pain relief is working." A replacement of the catheter is planned.

Manufacturer narrative:
Other, other text: b3: date of event, d4: catalog number, lot number, UDI section, expiration date and h4: manufacture date are unknown, no information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided therefor no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.